Manufacturer narrative:
Additional information added in section b5. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The medical institution confirmed that they consider the reasons of patient's intestine perforation to be biological - and not the equipment during the surgery. This is evidenced by the nature of the tissue damage. Thus the esu was not causative. The device did not cause or contribute to the event.

Event description:
According to the information received there was potential perforation due to a device failure. The esu was using the laparoscopy procedure (gyn procedure), on that time the intestinal perforation happened. The doctor thinks that it is a device failure, but the reason is not clear. The intestinal perforation requires additional medical measures. Due to the pot. Device failure and the intestinal perforation additional medical measures is required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).